Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed, but the cause cannot be confirmed. The device returned was one guidewire in its hoop. Visual observation found no j-straightener, and that a small z-shaped kink was present beginning about 1.4 cm from the exposed tip of the wire. Tactual evaluation found a noticeable discontinuity at the kink, and that the coil wire did not move over the core wire. Microscopic evaluation found a slight displacement of the coils at the kink. The wire (though kinked) measured within specification for length and outer diameter. The wire was pushed as far into the hoop as possible, and it was found that the amount which protruded from the hoop was within the acceptable range. The point at which the damage to the guidewire occurred cannot be determined with the available information, and therefore the cause is unknown. However, potential causes include mishandling during any point of the life of the guidewire, including packaging, storage, transport, or preparation for use. No j-straightener is present; it is possible that the absence of this component made the guidewire susceptible to damage. A lot history review (lhr) is not possible as no lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was found kinked upon opening the kit.